Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery was unable to charge despite using multiple usb cables, wall adapters and power sources. Additionally, the pump touch screen was unresponsive on the unlock screen. At the time of call, a malfunction alarm occurred. Customer's blood glucose level was 221 mg/dl. Reportedly, the customer had an alternate pump available for insulin therapy.